Event description:
It was reported that during a lap appendectomy procedure the clips were ejecting from the device. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/07/2007. Info anticipated, but unavailable at this time.